Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer¿s experienced high blood glucose level. The customer¿s blood glucose level was 525 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer also reported that they got no delivery alarm on the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an high pressure test. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer also stated that the drive support cap was appears to be normal. The insulin pump will not be returned for analysis.